Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 5 years and 5 months. Device not returned for evaluation. No further information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was found pulse-less and unresponsive in their home on (B)(6) 2016. The patient was found on the bed, attached to epc but no power. The patient was a systolic on ems arrival and was unable to be resuscitated. It was reported that it was unclear if the patient got confused and possibly disconnected both sources at the same time. The patient had been doing well and had no recent medical issues. The vad coordinator looked at the log file and saw a power cable disconnect prior to a clock reset. The log files were submitted to the manufacturer's technical support representative for review and confirmed that there were two clock resets in the log, the first occurred following a power cable disconnect. The pump restarted and towards the end of the log file the second clock reset was noted with a pump stop event. It was reported that from the log file that the system controller and pump were shown to be operating as normal. The patient's pump was not removed and no autopsy was performed. The presumed cause of death was reported as cardiopulmonary arrest.

Manufacturer narrative:
An autopsy was not performed and the patient's pump was not explanted. The report of pump stoppage event was confirmed based on the evaluation of the submitted log file and the log file retrieved from the returned system controller. The log file data indicates that both power cables were disconnected from the system controller, causing the pump stoppage event. Additionally, the evaluation of the returned system controller found that the device functioned as intended during analysis even while supported independently by either power lead. A root cause for the power disruption and the time frame in which power was disconnected could not be conclusively determined through these evaluations. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.